Event description:
New information received notes that the lead was uncapped, tested, and reused on (B)(6) 2012 due to an issue with the lead that was implanted in 2011. On (B)(6) 2014, the lead exhibited failure to pace and was capped. On (B)(6) 2015, the patient was downgraded to a pacemaker and the riata lead was uncapped and used for pace/sense function only.

Event description:
It was reported that the patient underwent a device upgrade. The lead was found to have high pacing threshold and was capped.

Manufacturer narrative:
All information provided by manufacturer, maude report received, mw5036103.